Event description:
It was reported that the patient experienced episodes of low blood glucose in the context of a recent change in appetite, and the caller sought assistance for persistent hypoglycemia; no device alerts or alarms were reported, and troubleshooting and education were provided, including guidance to treat lows with oral glucose. Symptoms included hypoglycemia. Outcomes included no reported injury, hospitalization, or long-term impairment. Investigation included a review of available information and troubleshooting assistance. Investigation of this case revealed no device malfunction reported and an unclear clinical cause for hypoglycemia. It was concluded that the event was user- and clinically related with an undetermined root cause, and the device was assessed as functioning as intended. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.